Event description:
Event as reported: leaking at tubing connection on the distal to pumping section, where the gold set connector connects to the IV on the pt. No pt injury occurred as a result of this complaint.

Manufacturer narrative:
This is a follow up report to original MDR 2031921-2008-0056. This report was originally filed under the establishment registration (B)(4). This facility has been closed and the products are manufactured by moog medical (B)(4). The device was evaluated and the complaint was confirmed to leak. A supplier corrective action was issued to the manufacturer. The manufacturer stated that there appeared to be an insufficient amount of solvent used. Corrective and preventative actions were implemented to mitigate future occurrences.